Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Device data was sent to engineering for review. Data analysis confirmed this device exhibited premature battery depletion due to an increased power consumption and recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Device data was sent to engineering for review. Data analysis confirmed this device exhibited premature battery depletion due to an increased power consumption and recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.